Event description:
Zenith endovascular graft deployed without complication. The pt's left iliac artery had a calcification present that the physician felt needed to be stented in order to avoid future complications. The calcification within the vessel impinged upon the graft material between the two stent bodies. Another MFR's stent was deployed within the leg graft as a measure to compress the plaque at the site and further open the graft looked good during the final angiogram, with no endoleak presence viewed.